Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened for further use after cutting and sealing of tissue had occurred. There was no patient injury or tissue damage as a result. The jaws were able to be manually re-opened. A new device of the same type was opened and used to successfully complete the case.

Manufacturer narrative:
(B)(4). The reported condition of the jaws not opening was not confirmed. Visual inspection found no defects. The jaws opened and closed normally when the handle was activated. The knife deployed normally when the trigger was activated and no jamming occurred. The investigation found the device to function normally and within specifications. Review of the device history records for this lot found no potentially contributing entries, and that it was released after passing all product specifications.